Event description:
Related manufacturer reference numbers: 2017865-2022-00150. It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right ventricular (rv) lead exhibited high out-of-range pacing impedance. The rv lead was not implanted and an alternate near at hand was implanted on 30 dec 2021 instead. Upon interrogation post procedure, it was found that the right atrial (ra) lead exhibited low out-of-range pacing impedance. The atrial lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
Correction - b5 - there was also insulation damage noted on the atrial lead.

Event description:
Related manufacturer reference numbers: 2017865-2022-00150. It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right ventricular (rv) lead exhibited high out-of-range pacing impedance. The rv lead was not implanted and an alternate near at hand was implanted on (B)(6) 2021 instead. Upon interrogation post procedure, it was found that the right atrial (ra) lead exhibited low out-of-range pacing impedance. The atrial lead was explanted and replaced. Insulation damage was observed on the atrial lead. Patient condition was stable.

Manufacturer narrative:
The reported events of insulation damage and low lead impedance were not confirmed. A full lead was returned in one piece for analysis. Visual inspection found outer insulation breach and bent outer coil at 10.6 cm and at 11.5 cm from the connector pin consistent with procedure damage. Electrical testing was normal with no anomalies found.